Event description:
It was reported that the customer's meter was not picking up the signal, and therefore the customer's blood glucose was not being sent to the insulin pump. Assisted customer with programming the meter to the insulin pump properly and confirmed that the blood glucose was sent to the insulin pump. The customer's blood glucose was 401 mg/dl. The customer declined troubleshooting for his high blood glucose levels because, the customer stated there was no need. The customer stated that he ate too much. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.